Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that duplicate patient profiles were created in remote monitoring network. The caller attempted to delete one of the patient profiles and it wasn't successful. The caller escalated the issue to accelerate deletion and the deletion was successful. The network remains in use. There was no patient involvement.